Event description:
The patient's vns generator was replaced on (B)(6) 2013.

Manufacturer narrative:
Device available for evaluation, corrected data: device was returned at the time follow up #1 report was sent; however, the information was inadvertantly not included on the report.

Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the patient experienced an increase in seizures in (B)(6) 2013 as well as increased seizure duration and intensity. The battery status was noted as being "ok" with eos = no at this time. However, the battery may be replaced prophylactically. It was noted that the patient was constipated at the time of the increased seizures. It was stated that the increased seizures reduced to normal frequency and medically refractory seizures were stable as far as frequency, but duration has continued to be a problem. No changes to the vns were made.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.